Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless via the pt's femoral artery. Additional info received on 10/4/2010 by the adult clinical quality coordinator from the customer stated that this iab was inserted through a sheath. The iab insertion was extremely difficult due to the pt's tortuous anatomy. Md found it very difficult to pass the abdominal aorta; iab was placed low in the pt's aorta due to pts anatomy. Intra-aortic balloon pump (iabp) therapy commenced for 12 hours & 20 minutes when the pump (B)(4) alarmed "kinked catheter" & "powdery flecks" were seen in the tubing. Md had to use "force to remove the iab from the pt". After iab was removed, it was determined that another iab insertion was not viable. The pt passed away 3 hours & 44 minutes after the iab was removed. The pt had a dnr (do not resuscitate) charted & was very ill prior to the iab insertion. Md & staff do not feel the iab contributed to the patient's death. Medical/surgical intervention was not required. The iabp therapy was interrupted due to the pump alarming "kinked catheter".